Event description:
The customer complained of questionable calcium (ca) results on at least 21 patients. Of the data provided for 21 patients, five results from four patients were found to be discrepant and reported outside the laboratory. The repeat tests were performed on a second p module. The questionable results were discovered after complaints from the physicians. Patient 1 had an initial ca of 2.75 mmol/l. The initial result was reported outside the laboratory. The patient was given an infusion to lower calcium. Additional information regarding this event was requested but not provided. The repeat result was 2.26 mmol/l. Patient 2 had two separate samples with erroneous ca results. The first sample was drawn (B)(6) 2013 at 1208 with an initial result of 5.39 mmol/l. The repeat result was 3.78 mmol/l. The second sample was drawn (B)(6) 2013 at 1744. The initial result was 4.06 mmol/l. The repeat result was 3.28 mmol/l. Patient 3 had a sample drawn (B)(6) 2013 with an initial ca of 2.81 mmol/l. The repeat result was 2.34 mmol/l. Patient 4 had a sample drawn (B)(6) 2013 with an initial ca of 2.81 mmol/l. The repeat result was 2.3 mmol/l. Information regarding gender, date of birth, and adverse events for patients 2-4 was requested but not provided. The lot number and expiration date of the ca reagent were requested but not provided. The field service engineer determined the gearpump was not working correctly. He changed the gearpump and fully decontaminated the system. The investigation determined the defective gearpump led to insufficient cleaning of the reaction cells, which led to higher calcium values due to residuals.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Further information was provided regarding adverse events. Patients 1, 3, and 4 were not harmed by any action taken. The customer stated it is unknown if any actions were taken for patient 2.